Manufacturer narrative:
On 10(B)(6) 2020 , infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6), a distributor of infutronix reported an issue on behalf of an end user: "I just took a call from a patient out of (B)(6). Her name is (B)(6) and she had heel surgery. Her therapy was complete and she was just inquiring how to send it back. I told her what she needed to do and she was happy that it seem to be so easy. She stated she had the same surgery about a year and a half ago it was completely different experience. She said it was so nice having this pump, it was virtually pain-free recovery and she only experience at slight bit of leaking on the last day of therapy. I told her that it may have been due to the catheter migrating away from the original placement. She was very sweet and hopes that if she ever has have surgery again she can have another pump." A patient was involved but not harmed.